Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure the balloon was unable to be deflated at the proximal internal carotid artery (ica). The physician pulled the balloon guide catheter in a straight part of the artery successfully deflating the balloon. The physician thought that due to the vessel curve, the balloon was occluded. There was no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed and the cause for the reported event could not be definitively determined. However, the information available indicated that the device was confirmed to be in good condition prior to use, and the physician reported that the failure to deflate the balloon occurred in tortuous anatomy. The balloon was able to deflate when was in a straight vasculature. It is possible that the reported tortuous anatomy caused the failure to deflate the balloon. Therefore, a cause, procedural factors, was assigned to the reported issue.

Event description:
It was reported that during the procedure the balloon was unable to be deflated at the proximal internal carotid artery (ica). The physician pulled the balloon guide catheter in a straight part of the artery successfully deflating the balloon. The physician thought that due to the vessel curve, the balloon was occluded. There was no reported clinical consequence to the patient due to this event.